Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a sudden increase in pacing threshold measurements. Automatic capture (ac) was programmed on and it was reported that the patient experienced syncope. The device was then programmed to a fixed output of 7.5 volts at 1.2 milliseconds after obtaining a measured threshold of 3 volts at 1.2 ms. A revision procedure was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.